Event description:
Additional information was provided by the customer: this is a symptom of image darkness caused by poor light transmission.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the light guide bundle and cable; damaged outer tube; and loose outer tube insertion section lock. A root cause could not be identified. Based on the investigation results, the malfunction was likely caused by a damaged light guide bundle and cable, which produced the reported darkness in the image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a dark image, during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.